Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion. Additional information indicates the position of the dorsal plate may have contributed to the nonunion as it was too medial, not placed lateral enough. The patient was also vitamin d deficient. The site was revised with tmc hardware and bone graft, the surgeon started a bone stimulator and the patient was prescribed vitamin d. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information, it is possible that placement of the dorsal plate and/or the patient's vitamin d deficiency may have contributed to the nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2022, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.